Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician had trouble inserting lead pins into the connector ports of a device during implantable cardioverter defibrillator (ICD) device changeout. The issue involved connector/header components, specifically the connector ports and setscrews. The physician reported excessive friction across all four ports. The df1 lead pins were eventually seated properly, and the sets crews were successfully engaged. However, difficulties arose when attempting to insert the is1 leads. On initial attempts, the lead pins appeared to advance past the setscrews, and the physician turned the setscrews using the wrench, with audible ratcheting clicks noted. Despite this, the setscrews did not engage. Multiple attempts produced the same result and subsequently, the lead could no longer be fully inserted, even after attempts to back out the setscrew. Throughout the process, the physician expressed concern regarding excessive friction and questioned whether the issue was related to the leads or the device. To evaluate this, the df1 pin plug provided with the device was inserted into the svc port. The pin advanced fully past the setscrew but became lodged in the connector port without use of the wrench and could not be removed. Due to these issues, the physician elected not to proceed with the device. A new device was opened, and the leads were tested with it. All lead measurements were reported as normal and consistent with those obtained using the initial device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.